Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ectopic beats and the right atrial (ra) lead exhibited unstable thresholds, high thresholds, fracture and high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.